Event description:
It was reported that during a follow up the atrial lead exhibited noise, a rise in impedance and high capture thresholds. The patient experienced muscle stimulation. The lead remained implanted.